Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, no further information will be provided, including patient demographics.

Event description:
It was reported that the battery is hot during use. Per customer, no further information will be provided.